Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed a full battery depletion event. A direct correlation between the device and the reported death could not conclusively be determined through this investigation. The submitted log file contained data from (B)(6) 2021 12:50:22 through (B)(6) 2021 05:48:52. The recorded data appeared to have captured the system operating as intended until (B)(6) 2021 at 03:27:30 when a low battery advisory alarm was captured. Approximately 1 hour and 31 minutes later, at 04:58:39, this alarm had progressed into low battery hazard and power save mode was activated. Approximately 50 minutes later, at 05:48:52, the lithium-ion batteries fully depleted, and the low battery hazard progressed into a no external power alarm, activating the emergency backup battery (ebb). The pump remained in power save mode until the ebb depleted. Upon depletion of the ebb, no further events could be recorded. The controller was not connected to power after this event, and no further events were captured. The aforementioned sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop. No other atypical events were captured. Despite these events, the pump appeared to function as intended. It was reported that the patient died unexpectedly at home. The last contact with the patient was by family on (B)(6) 2021 and he was found deceased by family the next day. There were no recent complaints from patient and there was nothing abnormal in the clinic picture. The device will not be returned. No product available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas, including death. The heartmate ii left ventricular assist system instructions for use and patient handbook outline all system controller alarms, as well as how to respond to such. The documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module or mobile power unit. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient died unexpectedly at home. The last contact with the patient was by family on (B)(6) 2021 and the patient was found deceased by family the next day. There were no recent complaints from the patient and there was nothing abnormal in the clinical picture. A review of the log file revealed that the patient switched from the power module to fully charged battery power on (B)(6) 2021 at 1338. On (B)(6) 2021 at 0327, a low battery advisory event was recorded. On (B)(6) 2021 at 0458, a low battery hazard event was recorded and the controller entered power save mode. On (B)(6) 2021 at 05548, the emergency backup battery (ebb) was used to run the pump for an unknown time before it was completely depleted. Upon depletion of the ebb, no further events could be recorded.